Event description:
The customer reported that the centrifuge ring of the spectra machine plasma upgrade came off the circuit: blood spread in and out of the machine. The incident took place after 45 minutes during a plasma exchange procedure. Per the customer, in the first 45 minutes the machine had worked well before the incident occurred, no unusual noise was heard before the incident. The patient lost 50ml of blood due to the incident, but there were no clinical consequences as a result of this. Patient information is not available at this time. The disposable set is not available for return because the customer discarded it. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation: five days following the incident, the terumo (B)(4) technician disassembled and cleaned the machine. The machine has been successfully used since the servicing. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: per the customer, the patient successfully underwent another procedure with a new set. Three photographic images were provided by the customer. The first image showed that the upper bearing is broken below where it is attached to the upper collar line. In the image the bearing is not seated in bearing holder. In next image the bearing is shown to be cracked from another angle. In the third image the channel can be seen at the bottom of the centrifuge chamber. Again the inlet line can be seen with the inlet port still attached to it. The device history record (DHR) was reviewed for this lot. There were no events noted in the DHR that would have contributed to the issue reported by the customer. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Root cause: this disposable set was unavailable for specific root cause analysis. Possible root causes include but are not limited to: loop bearing not loaded correctly into either bearing holder. Manufacturing defect of bearing.